Manufacturer narrative:
The reported event of bluetooth telemetry issue was not confirmed. Review of the session records determined that the device entered telemetry lockout due to an interaction with the mymerlin application. There is no device malfunction suspected and the device is performing as intended.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited bluetooth telemetry loss. Bluetooth connectivity was successfully restored in clinic. There were no patient consequences.